Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 2426-0500, lot/batch #: 18103096. It was reported that the tubing has become discolored and hard. The ambulance brought a few of these in from out of their van. The product is not expired.

Manufacturer narrative:
The following fields were updated due to corrected information: b.3. Date of event: 10/21/2020. H.6. Investigation: one sample of model 2426-0500, lot 18103096 was received for quality investigation. The customer's complaint that the tubing was discolored was verified based on visual inspection. A device history record review for model 2426-0007 lot number 18103096 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the discoloration is due to the sterilization process. During the sterilization process, the chemicals used can sometimes cause discoloration in the tubing. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of discoloration with lot #18103096 regarding item #2426-0500. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). Investigation summary: one sample of model 2426-0500, lot 18103096 was received for quality investigation. The customer's complaint that the tubing was discolored was verified based on visual inspection. A device history record review for model 2426-0007 lot number 18103096 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15oct2018. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the discoloration is due to the sterilization process. During the sterilization process, the chemicals used can sometimes cause discoloration in the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample of model 2426-0500, lot 18103096 was received for quality investigation. The customer's complaint that the tubing was discolored was verified based on visual inspection. The root cause of the discoloration is due to the sterilization process. During the sterilization process, the chemicals used can sometimes cause discoloration in the tubing.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 2426-0500, lot/batch #: 18103096. It was reported that the tubing has become discolored and hard. The ambulance brought a few of these in from out of their van. The product is not expired.